Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the ok keypad button was not responding as expected. It was noted that there was evidence of moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 05/23/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 05/16/2014 with the following findings:the complaint of the ok keypad button response issue was not able to be investigated due to pump not being able to power on. The keypad was intact; no damage was observed. The keypad cover was removed and no damage was found to the button contacts. Visual inspection revealed that there was corrosion inside the battery compartment. A leak test was performed and a battery compartment leak was found. The pump case was removed and moisture damage was found inside the pump.